Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Lumen broke-lu arm.

Manufacturer narrative:
Based on sample review, IFU review, and test results, it was concluded that the device reported is manufactured according to specification. DHR could not be reviewed because the lot number was not reported. Damage to lumen does not appear to be related to the manufacturing process. The device was implanted in the arm of a 15-month-old. The catheter may have been stressed beyond the design capabilities.